Manufacturer narrative:
The field service engineer performed testing and investigation at the user facility. During testing the device fan was not turning properly. During review of the device history, a s233 malfunction alarm code was noted. The probable cause of the malfunction alarm code s233 was due a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing while reconditioning the battery the device alarmed with malfunction alarm s233 (over temperature). There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.